Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates that the reporters complaint that the unit runs slowly was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. A service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to stopped oscillating. The customer called in a service request for this item on (B)(4) 2013 for will not run. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. The manufacture date of this item is unknown. Device is an instrument and is not implanted/explanted. Placeholder.

Event description:
It was reported that the sagittal saw attachment has been operating slowly after a high pitched sound. The small battery drive stopped working part way through an osteotomy portion of procedure. This is report 1 of 1 for complaint (B)(4).